Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a delayed pericardial effusion likely related to the pacemaker implant procedure. The lead function remained normal, so there were no changes to implant. The patient was stable after the event.